Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney disease/toxicity. Medical intervention was not specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, product investigation laboratory observed the rotary knob on the front panel was missing from the device. A dust-like contaminant was observed on the rear panel, bottom enclosure, blower, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. The brass nut on the blower was observed to have corrosion on it, likely due to liquid ingress to the blower the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination. In box a: patient identifier has updated. In box d: device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box e: reporting institution name has updated. In box g: report source - other, date received by mfg has been updated. In box h: device evaluated by mfg?, device problem code grid,evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.